Event description:
It was reported that the pt experienced a shocking or jolting sensation when her device was turned on. The pt also experienced pain at the neurostimulator site which extended down to her buttocks. The pain was present when her device was on and off. Further info is being requested from the hcp.